Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported incident. A review of the customer supplied photograph was performed and error code e12 was observed. The device will automatically turn off power to the lamp when an e12 error code is observed. The complaint was confirmed and the root cause was associated with component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event, include a ballast or other electrical component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a joint clear operation, the light source 500xl xenon showed an e12 warning. It was cooled down and was power on again and the e12 warning was still showed. The light source did not work. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.